Event description:
Customer reports the softclix plus lancet will not retract. Customer states he accidentally stuck himself with exposed lancets. No medical attention required. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number unk.

Manufacturer narrative:
The suspect product is the softclix plus lancet.